Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-01674), was submitted on 20-feb-2025. Upon receiving additional information, it was discovered that the malfunction code has been updated from soft cannula found kinked upon removal from infusion site to soft cannula found bent upon removal from infusion site. As a result this case has been reclassified as non- reportable. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04/apr/2024, it was reported that the patient encountered three infusion set cannulas were kinked within 3 hours of insertion. The insertion site was at thigh. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.